Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending and a lot search did not identify atypical complaint activity related to this issue. Accuracy testing was completed using retained kits of reagent lot 37020lp55. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. No malfunction is suggested since this issue was limited to a discreet patient sample and assay values obtained through a dilution study performed by the customer generated similar results. There is no performance claim for this assay and additional issues were identified.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer questioned the higher than expected architect insulin results generated from one patient sample. The customer stated that a result of 26 uiu/ml was suspected since the patient has a result of 0.01 ng/ml for the c-peptide assay. The customer indicated that the patient did not take any medication that could have an effect on the insulin results. The customer then performed a dilution and results of 34.1 and 24.4 were then generated for the insulin. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.